Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was involved in a car accident while experiencing a low blood glucose level of approximately 40 mg/dl that resulted in the customer being transported to the emergency room(ER). Customer sustained bruising and cuts from car accident. Upon ER admission, the customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. The customer was released from the ER on the same day with no permanent damage.